Manufacturer narrative:
Concomitant product: product ID: 8782, lot# 0208937315, attempted implant: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. The complete distal portion of the catheter and its guidewire were returned for analysis. There was damage to the individual windings of the guidewire. Analysis revealed that damaged occurred to the catheter body and/or guidewire during the implant procedure.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient procedure to start receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The concomitant medication list and patient medical history were noted as unable to obtain. It was reported that the ascenda 8782 guide wire stuck in the catheter. During the procedure, once the catheter was in place, it was not possible to remove the guide wire out of catheter. The catheter with guide wire was removed out of patient. On a sterile table, with a clamp, they tried without success to remove the guide wire. The guide wire was torn during this process. Another catheter, a different model, was used to continue the procedure. The issue was resolved and the device was to be returned. It was noted that "it concerns a ne catheter placement." No drugs were in contact with the catheter and there were no drugs in the pump. The patient status at the time of the report was "alive - no injury." Additional information was requested regarding symptoms experienced, cause, and event content clarity. Information was later received from the foreign manufacturing representative indicating that the cause of the guide wire being stuck in the catheter was unknown. The catheter was exchanged for another model and the issue was resolved. It was noted that there were no further symptoms experienced by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.